Event description:
During baxter's evaluation, it was found that a spectrum pump had mismatched serial numbers. The serial # of the mechanism sub-assembly in the device did not match the serial # of the mechanism sub assembly originally installed into the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the mismatched serial # was confirmed. Evaluation found that the serial # on the pump's mechanism sub-assembly was not the same as the serial # of the mechanism sub-assembly originally installed in the device. Review of the device history log records show that this mechanism sub-assembly was not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired.